Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative of surgery the overheated handpiece gives the patient a second degree burn, two cases of the burn is at the lip.